Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. The event can be detected/prevented by following the instructions for use which state: the instruction manual reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. The instruction manual operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. Olympus will continue to monitor field performance for this device.